Manufacturer narrative:
Problem code 1437 captures the reportable event of  fiber connector overheats. Patient code 1757 - burn is used to capture the user burned injury to the nurse. Investigation results: one flexiva ID 200 laser fiber was returned in one continuous piece. The fiber measured approximately 314.5 cm from the top of the connector to the tip. Exposed glass portion of the distal tip measured approximately 0.05 cm and was consistent with a fracture. Examination under magnification revealed that the fiber tip was fractured with a portion detached. The remainder of the distal tip was not returned. Visual examination revealed no damage along the body of the fiber and revealed that light cannot travel to the fiber face within the sma connector to illuminate it indicating that the fiber is broken within the connector, likely as a result of handling during setup of the procedure, resulting in the connector overheating and confirming the complaint. The remainder of the tip was not returned. The pattern on the tip face was consistent with a tip detachment, likely as a result of handling. Therefore, a review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation on (B)(6), 2018 that a flexiva ID 200 laser fiber was used in a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6), 2018. Reportedly, the laser unit used was a moses p120 lumenis laser console. According to the complainant, during procedure, there was little energy coming through the laser fiber, they made a decision to put the laser on a standby mode and switch to a new fiber. Upon disconnecting, the nurse was burned from the heat at the hub. Reportedly, the nurse dropped a second fiber due to the burn she received on the removal of the device. The procedure was completed with a third flexiva ID 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 200 laser fiber was used in a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was a moses p120 lumenis laser console. According to the complainant, during procedure, there was little energy coming through the laser fiber, they made a decision to put the laser on a standby mode and switch to a new fiber. Upon disconnecting, the nurse was burned from the heat at the hub. Reportedly, the nurse dropped a second fiber due to the burn she received on the removal of the device. The procedure was completed with a third flexiva ID 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.